Manufacturer narrative:
An additional search on was performed of potential lots delivered to the facility, with a time frame of three months before of the event date; however, no information was found from the cassette device products. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the system from this customer regarding to the cassette device or other product. The device history record of this product was reviewed and no nonconformance reports or other abnormalities during the assembly were found. The product involved met specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported observing a fluid leak in the liberty select cassette housing during troubleshooting an alarm. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications. There was no reported medical intervention. The peritoneal dialysis nurse reported that the patient has cats which could have contributed to the alleged fluid leak. The patient was retrained on performing treatments. The liberty cycler set was discarded.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed due to the lot number being unknown.

Event description:
"."